Manufacturer narrative:
The thermogard xp ivtm system (sn: (B)(4)) was evaluated at the customer site. The reported complaint of the thermogard system would not clear the air trap from the "check the following" screen, was confirmed during functional testing. The root cause for the reported complaint was the defective air trap processor circuit board (pcb) due to saline spillage, possibly as a result of a damaged start up kit (suk), likely caused by user mishandling. The thermogard console was manufactured in february 2017, and it is 3 years old, well below its service life of 5 years. Visual inspection was performed, and there was no physical damage observed on the ivtm thermogard console. The event log review showed no significant discrepancies. The thermogard console failed the initial functional testing due to the defective ac power cable, unrelated to the reported complaint. The ac power cable failed the electrical safety test (esd), as the resistance was intermittent. The root cause was due to the defective ac power cable, most likely attributed to user mishandling. The ac power cable was replaced to remedy the fault. During further functional testing, it was noted that one of the top green leds on the air trap sensor board was defective and would not light up, failing to detect full conditions of the air trap; thus, confirming the reported complaint. Traces of spilled saline was noted inside the air trap block due to possible overflow of saline into the air trap chamber. The air trap block assembly was replaced to remedy the issue. Following service, the thermogard xp ivtm system was subjected to functional testing and passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard with serial number (B)(4).

Event description:
During setup, the thermogard xp ivtm system (sn: (B)(4)) would not clear the air trap from the "check the following" screen. No alarm was noted on the thermogard console. Another ivtm system was used to initiate and complete the patient treatment. No concequences or impact to patient.